Event description:
It was reported by the customer that a pyxis medstation es system had a remote manager door experienced repeated failures. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager constantly failed. A field service engineer replaced the remote manager latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.